Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for an unknown number of patient samples tested for sodium (na) on a cobas 6000 c (501) module occurring between (B)(6) 2018. The customer stated that "some" patient samples had an initial na result of 158 mmol/l. The samples were repeated and the results were 140 mmol/l. The samples were also run on another instrument and the results were 140 mmol/l. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. On (B)(6) 2018 hot water primes and ise checks were performed. The sample probe was also replaced. On (B)(6) 2018 the results from a repeatability check were not good. The results from the repeatability test were generated from an aliquot of 1 patient sample with discrepant na and chloride (cl) results: the initial na result was 167 mmol/l. The repeat na result was 135 mmol/l. The initial cl result was 135 mmol/l. The repeat result was 105 mmol/l. The field service engineer (fse) visited the customer site and bleached the rinse station, the kcl line of the vacuum and changed the ise probe. Afterwards, the ise check and qc results were good.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.